Event description:
The initial reporter stated they received questionable ise indirect na for gen 2 results for one patient sample tested on a cobas 6000 c 501 module. The sample initially resulted in a value of 300 mmol/l and repeated as 140 mmol/l. No questionable result was reported outside of the laboratory. The na electrode lot number was requested but not provided.

Manufacturer narrative:
The field service engineer determined a broken vacuum tube and exchanged the whole cell rinse tubes and the earth plate of the rinse arm. After these service actions, he confirmed that the assay and module are running back within specification. The investigation determined the service actions resolved the issue.